Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e1, e3, g1, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was offline and failed to communicate likely due to site network issue. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation es system, the device was not communicating and showed offline, preventing the user from removing medication for a patient. The user tried rebooting with no success. The customer stated they retrieved the required medications from another station. There was no report of impact to the patient or user during this event.

Event description:
It was reported when using the pyxis medstation es system, the device was not communicating and showed offline, preventing the user from removing medication for a patient. The customer stated that there was no delay to patient care since they retrieved the required medications from another station. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was likely site network related. The customer resolved the site information technology issue. The system functioned as intended after troubleshooting the device.